Event description:
The rptr stated that the panta nail system was used during a tibiotalocalcaneal ankle fusion surgery. The guidance system failed when the surgeon attempted to place the tibia screws. It was observed on x-ray that the screws had been placed anterior to the nail. An attempt to place a tibia screw from the medial side also failed. Screws were placed correctly on a third attempt. Integra has requested additional info from the rptr.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.